Manufacturer narrative:
(B)(4).

Event description:
It was reported that the hcp changed the concentration of drug in the pump but did not perform a bridge bolus. Hcp instead programmed a single bolus of .2mcg while the pump was still programmed to the priat but the reservoir was filled with hydromorphone. After the single bolus they realized there was still priait in the pump. Pump was currently programmed to .48 mcg/day of a 10 mcg/ml hydromorphone, instead of the 3.248 mcg/day he was on earlier today. Pt was reported to be at home and doing fine. Additional info has been requested, but was not available as of the date of this report.